Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After 2 hours unit was able to fully charge properly to 4.09 volts. No battery anomaly noted. After removing device from charger, the green led flashed properly. However, after the test plug was installed, the led did not flash, problem was isolated to electronic assembly. Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly. In conclusion, unable to perform functional, led and rf test due to communication/electronic anomalies, the customer complaint of transmitter not communicating, and led anomalies was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced led anomaly, no com pump to xmtr. The customer reported no adverse event. The event involved product(s) mmt-7811na. Customer reported a loss of communication between the transmitter and the pump. Cust called back after fully charging the xmtr but led did not blink when removing transmitter from the charger. No harm requiring medical intervention was reported. Mmt-7811na was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After 2 hours unit was able to fully charge properly to 4.09 volts. No battery anomaly noted. After removing device from charger, the green led flashed properly. However, after the test plug was installed, the led did not flash, problem was isolated to electronic assembly. Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly. In conclusion, unable to perform functional, led and rf test due to communication/electronic anomalies, the customer complaint of transmitter not communicating, and led anomalies was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.